Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum arthroscopy two anchors were torn out. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. Based on the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when shuttling the suture through the anchor.